Event description:
Boston scientific received information that during initial device check, the right ventricular (rv) lead exhibited high out of range (oor) pacing lead impedance (pli) and loss of capture. Afterwards, rv pli was stable and exhibited capture. High pli was first noted a year ago. Isometrics were performed but could not reproduce the lead issues. Boston scientific technical services (ts) suggested getting an x-ray to check for lead status. This lead was abandoned surgically and a new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.